Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that surgeon side console (ssc) would not control universal surgical manipulator (usm2) when the camera pedal was activated. Fse proceeded to replace the footrest, performed a functional verification, and verified that the camera control was restored and operated as expected. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The footrest was returned for failure analysis, and the reported issue was replicated. There were no errors found in system logs. Upon visual inspection, the right foot cover sensor was missing. Upon pressing the camera pedal, it was not functional. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to determine the camera pedal not working and the right foot cover sensor missing is the root cause.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that surgeon side console (ssc2) was not able to move the endoscope during that case. The other surgeon had to take control to help move the scope. The customer could not help with any troubleshooting as the case was still in progress. Tse reviewed logs and did not see any errors. The procedure was completed with no reported injury.